Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a lung resection, the jaws of the device would no longer open. Tissue around the jaws was resected in order to remove the device from tissue. Another device was used to complete the procedure without issue. There was no bleeding and no pt injury.